Event description:
It was reported that the user¿s charger appeared not to charge the device until the power adapter was moved to a different wall outlet, after which the charger indicator showed a solid light and the device battery increased from 45% to 60%. Investigation of this case revealed normal charger function when connected to a functional outlet and probable issue with the original power source. No adverse clinical symptoms reported during the event. Outcomes included no impact to health and no medical intervention. It was concluded that the event was not related to a device malfunction and that product use continued with a replacement charger provided as goodwill.